Event description:
It was reported that the patient had therapeutic radiation sessions. Afterwards, there was an error code on the programmer for "sensing not optimized" and a reference electrogram could not be created. The clinicians to create a template but failed. Also, the last presenting electrogram had noise on it. The remaining battery percentage was unexpected at 14% remaining. To address the error code, a magnet reset was done and the reference electrogram could successfully be created. The battery status may be due to the number of software write attempts. There was no impact on therapy. The radiation therapy was scheduled to be continued and the system remains implanted. There were no adverse patient effects.